Event description:
Information received indicates the brake is slipping.

Manufacturer narrative:
The technician replaced the worn brake and brake/steer caster, the stiffener plate and bushing to repair the bed.